Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found damaged during use. The following has been provided by the initial reporter: on (B)(6) 2019, when conducting intravenous infusion for the patient, it was found that the heparin cap connecting tube of the indwelling needle was broken, so the indwelling needle was replaced immediately.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found damaged during use. The following has been provided by the initial reporter: on (B)(6) 2019, when conducting intravenous infusion for the patient, it was found that the heparin cap connecting tube of the indwelling needle was broken, so the indwelling needle was replaced immediately.

Manufacturer narrative:
Investigation: master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Neither sample or photo was returned making it impossible to observe the failure mode. Root cause could not be determined.